Event description:
It was reported that a preloaded toric intraocular lens (iol) was implanted into a patient's operative eye, however the post-opertaive results were not good and there was residual astigmatism post-implantation with the original lens. As per the additional information received, the patient had reduced vision and glare prior to the original implant. Patient had 20/40 pre-operative visual acuity prior to the implantation with the original lens and it remained the same post-implantation with the original lens. Another toric lens of different model (diu225) but of same cylindrical and spherical diopters was used as the replacement. Post-explant, the visual acuity improved to 20/30. No other intervention was required and the patient was stable when discharged. No other information was provided.

Manufacturer narrative:
Unknown/ asked but not available. Date of event: unknown, not provided, but the best estimate date is (B)(6) 2022 as it ws indicated that symptoms began after 4 weeks of the initial implant ((B)(6) 2022). Phone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.